Event description:
A customer reported an issue with the touchscreen responsiveness of their insulin pump, which was unresponsive to input and remained frozen. The customer's blood glucose level was significantly high at 503 mg/dl, and they administered a correction injection via multiple daily injections (mdi) to address this. After attempting to reset the pump with guidance from technical support, the screen still did not respond. The customer planned to use mdi as a backup therapy to ensure uninterrupted insulin delivery.